Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Site has additional devices and will not be replacing the suspect biopsy guide. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site reported that one of their precision aiming devices was not tightening properly. The site noted they have tagged the suspect device and will take it out of service. A back-up tray of instruments was used to continue the procedure as planned with only a 2 minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect biopsy guide returned to manufacturer. Analysis as follows: as reported, the lower joint is not completely locking down, allowing some movement. Per lot coding, part is over 3 years old. Suspected age/wear-related failure. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.